Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave technical alarms indicating "stop of ventilation". There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the returned control pc board has been completed. The evaluation of the received device logs confirm a single occurrence of the reported technical error codes and a stop of ventilation on the date of event. During laboratory tests with the returned control pc board installed in a reference ventilator, performed pre-use checks succeeded and simulated use test ventilation ran without any issues. Visual inspection of the control pc board did not reveal any defects. If the underlying condition appears during ventilation, ventilation will stop and the user will be notified by generated high priority alarms and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs, but could not be reproduced during the investigation. The cause of the reported failure has not been established. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).